Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support attempted to follow up with customer multiple times however, customer never responded to troubleshooting attempts. No additional product or event information was available.